Event description:
It was reported to boston scientific corporation that a precision twist transvaginal anchor system was used during a procedure on (B)(6) 2003. According to the complainant, the patient experienced extreme pain, erosion of internal bodily tissue, bowel problems, recurrence, and other injuries. The patient underwent an additional surgery on or about (B)(6) 2011. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.